Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - device problem code: 1494 - off-label use, acd<3.0mm. H6 - work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted and removed a 12.6mm vticmo12.6. -14.5/1.0/168 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. The lens tore/broke during injection/delivery into the eye. There was patient contact(lens touched the eye). No patient injury. This resolved the problem.